Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00502; 3005168196-2019-00503.

Event description:
The patient was undergoing a coil embolization procedure in the right inferior mesenteric artery (rima) using a pod6, pod8 and a pod packing coil (pod pc). During the procedure, the physician advanced the pod6 and pod8 in the target vessel using a non-penumbra microcatheter; however, both coils would not take their intended shape. Therefore, the pod6 and pod8 were removed. After that, the physician successfully implanted a ruby coil and a pod pc in the target vessel. However, after performing an angiographic run, the physician noticed that part of the pod pc migrated out of the vessel. Therefore, the physician used a snare device to remove the pod pc. The procedure was completed at this point and no additional coils were placed. There was no report of an adverse effect to the patient.